Event description:
The customer reported a system message displayed during surgery. The surgeon completed the case manually (ecce). The following two cases were canceled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system. The phaco module was replaced. Preventive maintenance was performed. The phaco module will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). Alternate procedure performed. (B) (4). (B) (4).